Manufacturer narrative:
A unit has not been returned and therefore a technical analysis cannot be completed. A review of the manufacturing records for this batch found that the device met it's material, assembly and product specifications. The root cause could not be determined. Product unavailable for analysis.

Event description:
It was reported that during a coronary artery stenting procedure, balloon withdrawal was noticed. The lesion being treated was located in the distal circumflex (dist cx). The physician treated the lesion with a 3.00x16mm taxus liberte' stent. There was balloon withdrawal resistance. The procedure was completed with the device. The patient condition is unknown.